Event description:
It was reported that this lead was explanted due to an unknown product performance issue. The lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).